Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device entered hardware backup vvi mode. The device was explanted and replaced. No clinical symptoms were reported.

Manufacturer narrative:
The reported field event was confirmed in the lab. The cause of the reset was found to be due to a power-on reset which occurred during a hv therapy delivery attempt on (B)(6) 2015. The cause of the por was found to be due to damage to the hv output stage during therapy delivery.